Event description:
Healthcare professional reported left side "capsular contracture grade unknown, silicone migration and rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: flat creases, broken shell with sharp edge (a dimension measurement in the shell was performed which identify the thickness within specification) and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: - broken shell with sharp edge assessed as unidentified(tear) opening. Additional, changed, and/or corrected data: b.5., d.10., g.1., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and device migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, device migration and rupture these are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported "capsular contracture grade unknown, silicone migration and rupture." The device has been explanted.